Manufacturer narrative:
The investigation confirmed that a single, higher than expected tsh quality control result was obtained while using the vitros eciq system. The most likely cause is an instrument related issue. Routine maintenance by the customer returned the instrument to expected operation. Performance testing following recommended maintenance verified that instrument operation was as intended.

Event description:
This customer obtained a single, higher than expected vitros tsh quality control result while using the vitros eciq immunodiagnostic analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the events were to recur with patient samples. No unexpected tsh patient results were confirmed. There was no allegation of harm to patients as a result of this event. This report corresponds to ortho clinical diagnostics, inc. (B)(4)